Event description:
The customer contact reported a leak, the primary tubing set was being used to deliver an unspecified medication via a symbiq pump. At an unspecified time, it was reported that the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the proximal tubing set for a piggyback delivery of bendamustine 189 mg/500 ml for a duration of 1 hour. After an unspecified length of time, it was reported that the pump alarmed for air in line. At this time, it was reported that an unspecified syringe was connected to an unspecified distal clave y-site and an unspecified volume of air and medication were removed from the primary tubing set. The customer contact reported that the syringe was connected to the proximal clave y-site and the medication that was previously removed from the tubing set was injected back into the primary line. At this time, it was reported that a drop of solution leaked from above the cassette of the primary tubing set. The customer contact reported that the primary tubing set was not replaced as the therapy was complete. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 270955h and 290705h. This report represents all the info known by the reporter upon query by hospira personnel.